Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle precisionglide 18x1-1/2in packages were open on 8 occasions. The following information was provided by the initial reporter: in the first e-mail received, reports that the packages are open. Further reports that the needles are coming with the bars code cut, that causes a difficult at the moment of passing it through the system and register of bars code reader. Package has been kept for analysis. 08 units from batch 0332324.

Manufacturer narrative:
H6: investigation summary: the analysis of the batch history (DHR), maintenance records and quality notifications of the batch were carried out. The batch retention samples were analyzed and no defects were found. Open packaging / barcode cut: no quality notifications and maintenance records potentially related to the failures were observed. Through the photos and samples made available by the customer, it was possible to observe the incident of open packaging and barcode cut. The root cause of the occurrence is the fall of the film in the equipment, which generates the displacement of the film and fails to cut the packaging. Due to the displacement of the packaging, the incident also causes the batch number to be cut. The investigation was carried out and there was no need to open a situation analysis due to the number of parts possibly impacted. The production processes are validated in accordance with the defined acceptance criteria the incident identified from this complaint will be monitored for trend assessment. Needle missing: through the photos sent by the client, it was possible to observe the needle missing incident. Two quality notifications were observed in two batches used in the production of the packaged product that could potentially be related to the incident. Maintenance orders were also observed that could potentially be related to the incident. According to the analysis of the maintenance orders the possible cause for the incident was a failure in the vision system of the assembler and locking in the cannula positioner. The production processes are validated according to the defined acceptance criteria. The incident identified from this complaint will be monitored for trend assessment. H3 other text : see h10.

Event description:
It was reported that needle precisionglide 18x1-1/2in packages were open on 8 occasions. The following information was provided by the initial reporter: in the first e-mail received, reports that the packages are open. Further reports that the needles are coming with the bars code cut, that causes a difficult at the moment of passing it through the system and register of bars code reader. Package has been kept for analysis. 08 units from batch 0332324.